Event description:
On (B)(6) 2025 the user reported an ¿unable to proceed¿ message during a supply change. The agent verified that no active alerts were present and instructed the user to remove all supplies and perform a dry run. The user then completed a full supply change using new supplies and successfully resumed insulin delivery. Blood glucose remained stable at 115 mg/dl. The user reported no symptoms and required no medical assistance.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.